Manufacturer narrative:
Product received for evaluation: DHR: lot" 3495402 showed 2 nr-reports when released to stock on the 4th april 2019. The nr reports issues had no link to this complaint. Failure analysis- the valve was visually inspected; no defects noted. The valve passed the tests for: programming, occlusions, leaks, reflux, pressure and siphon guard. No root cause could be determined as the technician did not find any functional problem with the valve. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was blocked and was revised. Ventriculoperitoneal shunt was performed for the treatment of idiopathic normal pressure hydrocephalus on (B)(6) 2019. During the procedure, the ventricular catheter was connected to the valve and the catheter was inserted into the ventricular. At first, the cerebral spinal fluid was flowing without problem, but cerebral spinal fluid mixed with blood was flowed along the way and blood came into the valve. Although the physician tried to remove blood in the valve, the blood in the valve didn't move anymore. Therefore it was replaced with a new valve. There was surgical delay was observed(within 30mins). And no adverse consequence to the patient. No further information was provided by hospital.